Event description:
Due to the length of the extended dental procedure, foley was placed by nursing with return of gross hematuria. Urology consulted intra-op for further evaluation. 16fr placed by nursing slipped out with punctate hole noted in balloon upon full removal and interrogation. 18fr coude replaced and irrigated to clear without evidence of active bleeding or clots. Gross hematuria could have been secondary to traumatic foley insertion vs. Irritation secondary to balloon malfunction.